Event description:
The patient's wife called about a safety letter she received. During the call, she reported that the patient was hospitalized due to high blood glucose levels last year. The caller had no further information regarding the event. The caller requested a replacement insulin pump. Nothing further was reported.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications. However, the unit had a scratched case and display window, as well as cracks on the battery tube threads and belt clip slot.